Event description:
It was reported that a "not enough insulin" alarm occurred with the tandem mobi. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the insulin cartridge, but the customer was unable to resume insulin therapy due to a lack of supplies. Follow-up attempts were made, though contact with the customer was unsuccessful, leading to the closure of the case after a second follow-up email.